Manufacturer narrative:
Correction: a4 - patient weight should have been 175 pounds instead of 250 pounds.correction: b5 - this event is no longer reportable as the device longevity meets/exceeds the expectations of the physician.

Event description:
Additional information indicates this event is no longer reportable as the device longevity meets/exceeds the expectations of the physician.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.